Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05348, 1225714-2014-05349, 2937457-2014-01340, 1225714-2014-05350, 1225714-2014-05351, 2937457-2014-01341, 1225714-2014-05352, 1225714-2014-05353, and 2937457-2014-01342.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003 a cardiovascular event on or about (B)(6) 2003 and a cardiovascular event on or about (B)(6) 2003 and subsequently expired after the use of the product.